Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reprocessing process at the facility differed from IFU recommendation, which made reprocessing of the air/water channel inadequate. This led foreign material of the previous procedure to remain. The subject device was leaking from the biopsy channel and the antifriction material used during the scope assembly process got out from the leaking point leading to the user request of black liquid dropped from the distal end. The user misunderstood it as black liquid dropping from the nozzle. The device insufficiently/incorrectly reprocessed and was used on next procedure was likely due to the facility staff was less trained in reprocessing and/or device handling according to IFU. This information is addressed in the instructions for use (IFU): ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was discovered that the instrument channel was leaking, the plastic cv was burned, the insertion tube had excessive buckling present, and the labels on the unit were peeling. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera ii gastrointestinal videoscope had black liquid dripping from the scope during reprocessing. This event had no patient involvement.